Manufacturer narrative:
Company representative repaired cold solder at all connectors on front panel board. The unit was calibrated, performance and safety tested to factory specifications.

Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected spo2 monitoring. No patient injury was reported.